Manufacturer narrative:
Per the clinic, the patient's device was explanted (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2013.

Manufacturer narrative:
This report is filed november 24, 2013.

Event description:
Per the clinic, the patient experienced a "jolting" sensation with stimulation, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).